Event description:
It was reported, the patient experienced a shocking or jolting sensation in left arm or hand. This had occurred "a few times". The patient was feeling stimulation in vaginal area, however, it was helping her symptoms. When the implantable neurostimulator (ins) was off for 3-4 days, the patient did not have any shocking. The patient did not wish to turn ins off due to the benefit she was getting. This issue started reasonably close to the time of implant. The patient did not indicate it was positional and it appeared to be randomly occurring. The patient was advised to keep a log of when shocking occurred, position, and environment. The patient had an appointment scheduled with dr (B)(6) the following day. It was not believed that the patient had tried any other programs. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v979747 serial# implanted: 2012 (B)(6), explanted: product typ lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).